Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the 25g laser probe could not be inserted into the 25g trocar.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted into a 25 gauge trocar cannula, but it stuck at the junction of the cannula and the nitinol tip replicating the reported event. The 25 gauge illuminated flex curved laser probe, was manufactured on february 21, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).